Manufacturer narrative:
The anchorfast device was not saved; therefore, a device evaluation could not take place. The lot number was not provided so a DHR review could not be conducted. A complaint history trend analysis was conducted for similar complaints and no adverse trends were observed for et tube slipping through the et tube wrap hollister will continue to monitor this reported issue. Since the exact lot number was not known, only the di portion of the UDI is known.

Event description:
It was reported that a patient who was using the hollister anchorfast endotracheal tube holder, and was awake and appropriate, coughed & gagged and the et tube slipped through the strap wrap and the et tube dislodged. It was further reported that the patient was able to stay extubated for ½ day but was subsequently reintubated. In addition, it was reported that the skin barrier pads stayed firmly attached to the patient's face during this reported event.